Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided instructions for putting the pump into storage mode before returning it. The caller was advised to return the faulty pump to tandem for a replacement, understood the need to use multiple daily injections as backup therapy, and acknowledged the requirement to program and connect their settings and cgm to the new pump, which would arrive with updated software.